Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient one (1) of four (4). The customer reported a false positive result with the ID now covid-19 assay. Additional information requested but has not been provided.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference MFR numbers: 1221359-2021-01990, 1221359-2021-01991, 1221359-2021-01992, 1121359-2021-01963.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1027975 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1028103 and test base part number 190-430 / lot 1028103. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1027975. Showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency.